Event description:
The maude event report received stated that the device was used for a tumor de-bulking procedure and stuck to tissue at the beginning of the procedure. The report also stated that the device jaws could not be re-opened. The site was contacted and indicated that the device was applied to tissue when the jaws could not be re-opened and the surgeon resected the tissue directly adjacent to the jaws in order to remove them. There was no patient injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.